Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4, h6: medical device problem code (annex a), component code (annex g). Investigation ¿ evaluation event description as reported, during a common bile duct stone removal procedure, the distal end of a ncircle tipless stone extractor basket was broken. The device was tested prior to use. Patient did not have tortuous, calcified, or scarred anatomy. A laser was used during the procedure. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of, complaint history, device history record (DHR), instructions for use (IFU), quality control procedures, as well as a visual inspection and functional test, of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device: one device was returned in an open package with label. The handle will actuate basket - the formation is deformed. There appears to be some damage to the basket wire and sheath - as if it has been pulled from the sheath. Also appears to have biomatter on the basket. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU did not provide any information related to the reported issue. A definitive cause for the basket shape could not be determined from the available information. The returned device was found to have a basket that was not the correct shape when open. The basket wires were crossed, resulting in a basket that was not symmetrical. Damage was also noted to the basket sheath. The device was returned loose in the original pouch, the damage may have occurred during returned shipping. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a common bile duct stone removal procedure, the distal end of a ncircle tipless stone extractor basket was broken. The device was tested prior to use. Patient did not have tortuous, calcified, or scarred anatomy. A laser was used during the procedure. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.